Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-19 from a manufacturer representative reporting that the patient had just moved back from living away for a while. The manufacturer representative had done the patient¿s implant years ago. The patient had an old system with 3 out of 4 electrodes with out of specification impedances on one of their leads. The manufacturer representative worked to program around the bad electrodes and got the patient some adequate stimulation until the patient selected a new health care professional (hcp) to revise their leads and update the implantable neurostimulator (ins). The manufacturer representative made several suggestions of hcps the patient could see but the patient had not selected a hcp at the time of the report. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have been having problems with their stimulation going up into their face, instead of their shoulder and arms where it needs to be. They stated that they need to have their stimulation adjusted. The patient indicated that they don¿t know if the issue is getting worse, or if it is due to having their stimulation higher than they usually do. The patient did not have a managing physician. A manufacturing representative was to reach out to the patient. No further complications were reported. The patient was implanted for radicular pain syndrome. Additional information was received from a consumer on (B)(6) 2017 reporting that they met with a manufacturer representative who changed the device¿s programming. It was advised that some of their device was not working, so they had to try to get coverage changed with what was working. The patient met the manufacturer representative on the (B)(6) 2017 and was advised to keep track of any issue over the next 2 weeks in case more adjustments are required. The programming that was performed was giving pain relief without the facial issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.